Event description:
Laser fiber connected to moses machine. Did not work and there was no aiming beam present. New fiber obtained and case continued with no further issues. Laser fiber saved with packaging and handed to materials management. Urology lead to check blast shield in machine. Lumenis brand: moses 200 d/f/l, ref# ac-10030100, lot# 15872509, exp:4/15/28.